Manufacturer narrative:
A photograph of the device was received for evaluation. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that upon unpacking, the tunneler tip allegedly was identified as broken. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. After reviewing the photos, the investigation is confirmed for broken tunneler, as the photo review shows the entire equstream kit with the broken tunneler tip sitting on top of the rest of the untouched kit. There is also a scar that suggests this complaint is part of a larger issue that is being investigated. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that upon unpacking, the tunneler tip allegedly was identified as broken. There was no reported patient contact.